Manufacturer narrative:
Despite multiple attempts to obtain additional information from the surgeon, no additional information has been received. The lot number of the lens was not provided, and the lens was not returned to the manufacturer for evaluation. Therefore, a device history review (DHR) and product evaluation could not be conducted. Based on the information available, the root cause of the reported event could not be determined.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that a myopic shift was noted approximately 4 months post lens implant. Yag procedure was performed in both eyes for posterior capsular opacification (pco) without change in refraction. The doctor indicated that the patient is od 20/50, os 20/40 with a prescription of approximately -1.25/-1.50. The surgeon is evaluating treatment options, possibly more yag treatment to release tension pushing the lens forward, and/or (photorefractive keratectomy) prk or a piggyback lens implant. Additional information has been requested, but no additional information has been received. This report references 1 of 2.